Manufacturer narrative:
Concomitant medical products: 694765 lead ,implanted (B)(6) 2008 . If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) may have delivered inappropriate high voltage therapy for atrial fibrillation (af) with a rapid ventricular response (rvr) detected as ventricular fibrillation (vf). The crt-d remains in use. No further patient complications have been reported as a result of this event.